Manufacturer narrative:
The initial "date received by manufacturer" on emdr (B)(4) with MFR report number 3030677-2024-03822 should be 15october2024.

Event description:
It has been reported that the device is failing self-test.